Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. Per the customer, the sample was discarded.

Manufacturer narrative:
(B)(4). The cause of the incident was undetermined. A batch review was conducted for potentially associated lot numbers (?09?11038, ?09?16035, ?10?24064) and no issues were found related to the reported condition during the manufacturing of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is case 3 of 22 reported to baxter (B)(4) on (B)(6) 2010 by the (B)(6) nurse of the (B)(6) of pd. It was reported that when opening the minicap extend life pd transfer set with twist clamp (B)(4), the twist clamp cracked/broke. As a consequence the set started leaking. The peritoneal dialysis (pd) therapy was stopped. The patients (patient details were not reported) involved have been on pd therapy for at least 5 years. Reportedly, they're all careful when opening/closing the transfer set. Alcohol-ethanol (B)(4) based disinfectants are used for sterilization of the skin and catheter, titanium adapter and transfer set, not spray, but cotton wool. These disinfectants must be used because the area where o(B)(6) is standing are desert and there are very windy and dusty. This method of sterilization has been used for a few years and there were no problems like this before. According to the customer, the problems with the transfer set started in (B)(6) 2010. The exact occurrence date of this particular event is unknown. The exact lot number is unknown. No sample available for evaluation. No clinical consequences for the patient's involved have been reported.